Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days rom receipt.

Event description:
The information received indicated that during a procedure to treat a lesion in the superior femoral artery (sfa) the physician indicated that the stent was much longer than 80mm as stated on the packaging. The physician indicated that the stent was at least 20mm longer than 80mm. The stent size discrepancy was noticed under fluoro. The physician removed stent before deployment. The lesion was treated with another smart stent. The stent length was 80mm on all the labels. The physician indicated afterwards that the c arm he was using may not have given exact images. The lesion was 90% stenosed, 6 x 80mm and heavily calcified. The physician was able to cross the lesion with the stent. There was no patient injury. There was no anomaly noticed on the device packaging

Manufacturer narrative:
The information received indicated that during a procedure to treat a lesion in the superior femoral artery (sfa) the physician indicated that the stent was much longer than 80mm as stated on the packaging and all labels. The physician indicated that the stent was at least 20mm longer than 80mm. The stent size discrepancy was noticed under fluoro. The physician removed stent before deployment. The lesion was treated with another smart stent. It was, however, also reported that the physician indicated afterwards that the c arm he was using may not have given exact images. The lesion was 90% stenosed, 6 x 80mm and heavily calcified. The physician was able to cross the lesion with the stent. There was no patient injury. There was no anomaly noticed on the device packaging. No films are available and it was reported that the device was discarded. The device was not returned for evaluation. The lot number of the device is not known; therefore a device history record review cannot be completed. Without the return of the device for analysis, no conclusion can be made regarding the report that the stent was longer than labeled. However, with review of the information, it is possible that procedural factors and the fluoro equipment as reported by the physician may have impacted the visualization and size estimation of the device. The report of the incorrect size of the stent cannot be confirmed and procedural factors may have contributed; therefore, no corrective actions will be taken at this time.